Manufacturer narrative:
A medtronic representative, following up with the site, reported that the issue was not related to any mechanical issue, the imaging system could be moved if the clutch was disengaged. When moving the system by the drive handle the system was stopping and the pendant would become unresponsive without being able to perform any action. Only after hard restart of the system it was possible to move/use the system again. After replacing the controller and reloading the firmware the problem was solved and system was working properly.

Manufacturer narrative:
The suspect motion control box was returned to the manufacturer for evaluation. Was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter first name not provided. A medtronic representative went to the site to test the equipment and found an issue with the drive motion of the gantry. The medtronic representative reviewed the imaging system log files and found an error that indicated the positioner motion controller was causing the reported problems. The medtronic representative replaced the computer, motion control board and led indicator and performed a navigation system checkout. The imaging system then passed the system checkout and was fully functional. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that the imaging system is unexpectedly not responding when trying to drive and position the system. There was no patient present when this issue was identified.